Event description:
On september 28, 2009, terumo cvs was informed by a user facility (B) (6), that during a cardiopulmonary bypass procedure, the circuit/pump tubing that carries blood into the oxygenator was loose at the regenerator/heat exchanger inlet, thereby resulting in a blood leak. The user facility reported that the procedure was completed without significant intervention, there was no product replacement, and blood loss was minimal. The pt was not injured as a result of this event.